Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm occurring on the power module was confirmed. The returned power module (serial number (B)(6)) was functionally tested where a yellow wrench alarm was reproduced. The cause of the alarm was isolated to the unit¿s main printed circuit board (pcb), and the issue resolved when the main pcb was replaced with a new assembly. Then, the unit fully functioned as intended and was returned to the rental pool after passing all tests per procedure. The unit¿s original main pcb was forwarded the product performance engineering department for further analysis. The yellow wrench alarm reproduced upon placing the main pcb within a known working test fixture. The main pcb was functionally tested alongside a mock loop and known working test equipment, and the system was able to operate as intended despite the active yellow wrench alarm. Circuit analysis was performed, and it was determined that the main pcb¿s electronic tracing between several components had been compromised, as several different components were replaced with no resolution of the alarm or the increased resistance values measured throughout the circuit. The root cause of the reported event was determined to be damage to the main pcb; however, the root cause of this damage was unable to be determined. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during functional testing, the yellow wrench indicator illuminated.